Manufacturer narrative:
E1) establishment name (B)(6) hospital. Noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The air/water volume, and water removal ability did not meet standard value due to clogging of the nozzle. In addition to the foreign matter found due to insufficient cleaning, other evaluation findings are as follows: the insulation resistance value at the distal end did not meet standard value due to the adhesive peeling on the bending section cover; the suction cylinder was shaved; the control unit had discoloration; the adhesive on the bending section cover had a chip; the play of the upward/downward knob was out of standard value due to wear of the angle wire; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, there was scratches on the following parts: the scope connector cover unit, the suction connector, the universal cord, the flexibility adjustment ring, the grip, the scope cover, the switch box, the forceps elevator lever, the upward/downward knob, the right/left knob, the control unit, the forceps elevator knob, and the plastic distal end cover. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about what is the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that based on the obtained information, the foreign material was unable to be specified and the cause of remaining of the foreign material was unable to be specified. It was confirmed that reprocessing was practiced in accordance with IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor air/water supply. This occurred during inspection for use and the intended procedure was completed with no delays. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.